Event description:
A large hematoma was evacuated from the pt's brain (massive head trauma), and a microsensor was implanted. The microsensor was implanted and readings were between 16 to 17 and the pt responded in the 20's when stimulated. The sensor worked for several days. However, the monitor began to show negative intracranial pressure readings and the pt herniated. The pt succumbed from his injuries.